Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During a pulsed field ablation (pfa) procedure, a farawave catheter was selected for use. After three ablation applications, a 303-error was encountered. The clinical team attempted to resolve the issue by recapturing the catheter, rotating it within the faradrive sheath, and re-advancing it. Multiple attempts were made to dislodge the stuck spline while the catheter remained in the body, but these efforts were unsuccessful. The catheter was removed from the patient, at which point it was observed to be severely damaged and non-functional. The basket and flower components were completely bent, and the catheter could not be repaired. A replacement catheter was used to complete the procedure, which concluded without any patient complications. The affected device is not expected to be returned, as it was disposed of following removal.